Event description:
Device is constantly disconnecting from insulin pump. This has happened twice today and more than 10 times this week. Tandem diabetes claims they are aware of the problem and are working on a solution but the problem has existed for 2 months now. Resetting phone and reconnecting are the only solution to the problem.